Event description:
It was reported that a medical intervention was performed for excision of hypertrophic scar.

Manufacturer narrative:
The associated complaint devices were not returned to be evaluated. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical investigation concluded based on the available information, the root cause of this patient¿s pain, was likely the ¿hypertrophic scar tissue¿ removed in the procedure. The issue is reported as resolved at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.